Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be "belt temperatures too low after nip roller and heated section". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR and manufacturing reviews could not be completed due to no lot number provided. Therefore, no additional action is required at this time. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the arctic gel pad ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the arctic sun device had marginal flow and an alert 113 (reduced water temperature control). The patient temperature was 39.5 c, the water temperature was 10.9 c, the flow rate was 1.6 and rewarm target temperature was 37 c. There were three large pads in place. Patient had balloon pump on one thigh. Explained to nurse that the fourth pad could be attached to fluid delivery line to increase flow rate if it was still available. The nurse noted there was not a fourth connection. Picture was sent and visually confirmed bifurcated portion of fluid delivery line had been removed. The inlet pressure was -7.0, the circulation pump was 49%, the flow was 1.6, the system hours were 2294, the circulation pump hours were 2778, the mixing pump command was 100% and the chiller temperature (t4) was 4.4 c. At this time, the nurse decided to use a cooling blanket and to send arctic sun device to biomed for additional troubleshooting. These number do not indicate an alert 113 (reduced water temperature control).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had marginal flow and an alert 113 (reduced water temperature control). The patient temperature was 39.5 c, the water temperature was 10.9 c, the flow rate was 1.6 and rewarm target temperature was 37 c. There were three large pads in place. Patient had balloon pump on one thigh. Explained to nurse that the fourth pad could be attached to fluid delivery line to increase flow rate if it was still available. The nurse noted there was not a fourth connection. Picture was sent and visually confirmed bifurcated portion of fluid delivery line had been removed. The inlet pressure was -7.0, the circulation pump was 49%, the flow was 1.6, the system hours were 2294, the circulation pump hours were 2778, the mixing pump command was 100% and the chiller temperature ( ) was 4.4 c. At this time, the nurse decided to use a cooling blanket and to send arctic sun device to biomed for additional troubleshooting. These number do not indicate an alert 113 (reduced water temperature control).